Event description:
The customer put the green fp slide clamp into the slot above mechanical clamp, which is the incorrect location. The door was then closed with the clamp inn the incorrect slot. This caused an over infusion. The pump was programmed to deliver two liters of tpn in twelve hours, but delivered all the medication in 7.5 hours. (160% over infusion).

Manufacturer narrative:
After interviewing the customer, it was realized that the customer was inserting the fp slide clamp in the incorrect location. This created a gap between the pump's pressure plate and tube set, which then lead to an over infusion. The customer confirmed there was no pt injury. An operator's manual is supplied with each purchased pump. Attached, please find pages 20-21 of the triton fp operator's manual. This shows the directions to appropriately load an IV-set. Also it is indicated where the customer had placed the fp slide clamp.